Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Customer's blood glucose was 190 mg/dl. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting.